Manufacturer narrative:
The reported event of noise was confirmed. A partial lead (only distal portion) was returned in one piece. Analysis found multiple external abrasions breaching the outer insulation one at the distal region 31.8 ¿ 33.6 cm from the distal tip and two in proximal region of the lead 37.8 ¿ 37.9 cm and 38.5 ¿ 38.7 cm from the distal tip. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can and friction to another device or feature of patient anatomy.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the right atrial lead exhibited noise. It was noted that the lead was programmed but was still making it difficult to observe the true incidence of paroxysmal atrial fibrillation. The lead was explanted and replaced. The patient was in stable condition.